Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient experienced infection and the device with the rest of the leads were explanted. No additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was part of a system revision due to infection. The entire system was extracted and the patient was treated with intravenous antibiotics to resolve the issue. There were no additional adverse effects reported.